Event description:
Caller reported blood glucose results of 287 mg/dl on customer's compact plus system, 96 mg/dl on doctor's system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.